Manufacturer narrative:
Philips service repaired the ippc and replaced the image disks, returning the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a system error occurred due to image space being full, and the ippc was repaired and replaced on an allura xper fd10. The clinical use of the system was unknown. There was no reported patient or user harm.